Event description:
It was reported that this pacemaker was found to be in safety mode. Device replacement was recommended. At this time, the pacemaker remains in service and no adverse patient effects were reported.